Manufacturer narrative:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, engagement issues on usm arm 3 was experienced. Based on the claim against the product by the customer noting engagement issues on usm arm 3. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue. The error occurred with every instrument installed on usm arm 3. The fse found that carriage axis 3 was able to be spun without returning to original position. After replacement of the usm arm , the system was tested and verified as ready for use. Isi received the replaced usm arm involved with this complaint for failure analysis. The usm was analyzed and failed testing with error 25930 error code. The usm arm failed testing specification. A component failure was confirmed and the usm arm carriage integrated sensor assembly was replaced. The complaint regarding usm arm engagement error was confirmed based on during field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. Isi reviewed the site¿s complaint history and results does not show any additional complaints related to this product and/or this event. Verification via rfe logs confirms the occurrence of engagement failures during the procedure on the reported event date of (B)(6) 2022 matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. Probable root cause is attributed to a component failure on the usm arm. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings). This complaint is considered a reportable event due to the following conclusion: a usm arm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. Furthermore, follow up stated that a procedure delay of greater than 31 minutes was experienced. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the technical support engineer (tse) about an engagement issue on universal side manipulator (usm) arm 3. The customer tried reseating and replacing the drape with no change. The customer moved the vessel sealer instrument from usm arm 3 into another usm arm and this resolved the issue. The tse reviewed the logs and confirmed multiple engagement error on usm arm 3 with different instruments. The customer continued with the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use. The procedure was delayed for approximately 45 minutes to 1 hour. Usm arm 3 was disabled. The procedure was completed robotically and did not have to convert to open. There was no harm or injury to the patient.